Manufacturer narrative:
Corrosion was noted on the upper bearings of the device.

Event description:
It was reported that during a dental procedure, the patient received a burn at the upper lip from a micro drill long straight attachment. The burn was treated with saline. The physician could not classify the burn at the time, but would follow the patient two weeks. An alternate device was used to successfully complete the procedure.